Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3998, lot# v003655, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. Product ID: 3998, lot# v003655, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was reported nine months after implant the patient developed an infection ¿out of the blue.¿ while she was in the emergency room she was ¿talking out of her head,¿ her back was red as blood, swollen, and there was pus. It was reported the patient was hospitalized for a ¿103 infection¿ for three weeks but it was also reported she was hospitalized for four days; the dates were unclear. The patient¿s device system was removed and she was re-implanted in april.